Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead had its insulation pierced with the guidewire during positioning. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead had its insulation pierced with the guidewire during positioning. The lv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initial review noted the complete lead body was returned with blood/body fluid in the lumen, which is normal for open-tip leads. Visual inspection revealed a puncture hole hear the tip end of the lead, approximately 60 millimeters (mm) from the lead tip, consistent with a backloaded guidewire escaping the lumen. Analysis confirmed the allegation made against the lead in the field.